Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported during follow up high voltage therapy due to t-wave oversensing was observed. An increase of capture threshold and undersensing were also noted. The lead was capped and replaced.